Event description:
It was reported that when using the bd pyxis¿ es server system was slow and failed loading. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server was very slow and did not load any information. A technical support specialist stopped services, rebooted server and restarted services to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.